Event description:
Revision surgery - the pt complained of hip pain and did not respond to conservative treatment. An x-ray revealed the acetabular cup had migrated vertically to approx 73 degrees (normal is 45). The cup was removed and replaced along with the femoral head.